Event description:
Complainant alleged that the clinicians were defibrillating a 58 yr old male pt undergoing a bypass procedure. The pt was defibrillated twice at 20 joules using autoclavable internal paddles with the device. The device screen indicated that the pt has rec'd the shocks, but based on the lack of pt heart movement, the clinicians concluded that there was no energy delivered to the pt. The clincians obtained another set of autoclavable internal handles and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.